Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. During evaluation, it was identified that the turret, top side trim, and left side trim required replacement. The turret, top and left-side trims were replaced. Performed an evaluation and function test. The mlx passed all tests. Root cause analysis: the complaint was confirmed. Evaluation of 00mlx showed the turret, top side trim, and left side trim needed replacement, likely due to routine wear. No manufacturing, workmanship, or material issues were found.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) olympus adapter port was not functioning properly; it overheated when plugged in. There was no patient involvement; thus, no injuries, death, or surgical delays were reported.